Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the blood was backing up the tubing of an unspecified quantity of baxter clearlink system continu-flo solution sets. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.